Event description:
An incident occurred involving a 6060 pump. The pt was a hospice care pt and expired at home several hours after this incident. The pt was receiving morphine sulfate (20mg/ml) delivered subcutaneously from a bag containing 500ml. The pump was programmed for a 10mg/hr basal rate and allowing a 5mg bolus every 15 mins. The home infusion facility reports that the pt's care giver called their agency with a concern that the pump was showing "bolus dose requested". Clinicians determined the pump display was stuck. Arrangements were made to replace the pump. Clinicians determined the amount of medication remaining in the bag was less than it should have been. Pt was experiencing seizures and fever. Md was notified and pt was transported to ER. Pt was treated with narcan in the ER and sent home receiving an IV of dilantin. The pt passed away several hours later at home. The reporting facility did not attribute the pt's death to this situation according to the medwatch form they provided to baxter.